Event description:
This ra lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2016 due to oversensing and impedance issues. The physician was dr. (B)(6) at (B)(6) medical center (B)(6). No other is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).